Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified minor markings due to placement and handling but no evidence of any damage. The returned device was measured and matched with print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the event. The implant had been placed on tooth #31 for approximately 1 month and the patient moderate density (type ii) bone. X-ray or picture images were not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to nerve proximity. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Reporter last name unknown / not provided.

Event description:
It was reported that the implant was removed due to nerve proximity.